Event description:
A zoll lifecor pt services rep was checking a (B) (6) male pt's equipment after he ended use. The psr reported that one of the battery packs was not working properly. The psr will return this battery along with the other equipment for refurbishment.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack not working properly was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell has not been determined. The battery cells were replaced. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.